Manufacturer narrative:
A ge service rep performed an on site investigation. Found high voltage cables with multiple wires broken. High voltage cables replaced. System tests completed and system operates as intended.

Event description:
It was reported that the system 9800 displayed an iris pot failure error message. There was also a poping sound when fluoroing. No patient injury was reported.